Event description:
User reports an issue with pt results of zero which repeated as normal values for multiple assays. The quantity of patients involved and the specific assays involved is unknown. Erroneous results were not reported. The field service rep determined a clogged and bent sample probe to be the cause and replaced the probe. Performance tests performed which were within specification.